Event description:
It was reported that the patient was deceased. The patient's spouse alleged that the device never "activated" when the patient's heart rate dropped below 30 beats per minute. The patient was taken by ambulance to the local hospital where they were later pronounced dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.